Event description:
It was reported that the patient's implantable neurostimulator (ins) malfunctioned twice, leading to two surgeries. The patient had not discussed the issue with a physician and had not had a device check done. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that one cause of the surgeries was that the patient's leads had broken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).